Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode delivered an inappropriate shock due to low amplitude measurements and oversensing of myopotential noise. Noise could be reproduced when the patient contracted their pectoral and abdominal muscles. Surgical intervention was later performed and the electrode was abandoned and replaced. No additional adverse patient effects were reported.